Event description:
It was reported by the home health nurse for the patient and the patient that the patient was having return of symptoms and would like to make an adjustment. The patient was experiencing a loss of therapeutic effect. The patient hadn't been urinating like she should and got uti (urinary tract infection). The patient's doctor was going to try to put her on some new medication to help with her symptoms. Patient services assisted caller with troubleshooting over the phone. The patient uses antenna. The patient was on program 1 - 3.6v. Patient services walked caller through turning stim up/changing programs. The patient stated program 2- 30.v was good. Patient services reviewed with caller they can try turning it up on program 2 later if the patient desires. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow -up report will be sent.

Manufacturer narrative:
Additional assessment determined that the patient¿s urinary tract infection was likely related to an exacerbation in her underlying urinary dysfunction diagnosis and/or loss of therapeutic effect, but is not related to the therapy or device. Therefore, the event is not reportable for serious injury. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pkc1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, lot# serial# (B)(4), product type: programmer, patient . (B)(4).